Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05v8n, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the ¿wires came disconnected from what was in¿ the patient. It was stated that it was not controlling the patient¿s bladder. There was no control of the patient¿s urine ¿at all.¿ it was unclear when the symptoms started. The patient had to wear pads and it was now worse than it was. It was stated the patient fell and they ¿all broke off.¿ the patient fell ¿last year.¿ the patient was informed that ¿3-4 of their wires had broken¿ and they had ¿one left hooked¿ in august during an appointment with their healthcare provider and manufacturer representative. It was stated that they ¿upped it¿ on the patient, but the patient did not feel anything anymore. It was thought that it ¿just plain stopped working.¿ additional information has been requested, a follow up report will be sent if additional information is received.